Manufacturer narrative:
Additional information was received that per the physician it is unknown what caused the dissection. It was predicted that the valve caused the dissection while manipulating it while it was in the ascending aorta. The repair of the dissection was successful. The patient anatomy was reported to have mild calcification. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16-us, lot #: 0009450080, ubd: 19-nov-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during first deployment, the blood pressure was approximately 40 mmhg and a decision was made to deploy the valve rapidly. The valve dislodged during release. Deployment was stopped, and the valve was still attached to the delivery catheter system (dcs) by the paddles. The valve was dragged up with the dcs and a snare was attached to the valve in the ascending aorta where the valve remained implanted. A 20 mm non-medtronic balloon was used to perform pre-dilatation and a second valve was deployed. A transthoracic echocardiogram (tte) identified a potential small dissection in the ascending aorta which was confirmed by transesophageal echocardiogram (tee) and angiography. The patient became hypotensive during the analysis of the dissection and it was decided to convert to an open procedure to repair the dissection. No additional adverse patient effects were reported.